Event description:
It was reported that the customer¿s pump did not recognize the cartridges, leading to several alerts from the device. There was no adverse impact to the customer¿s blood glucose level as specific values were not provided, but observations showed that cartridges were successfully loaded and delivered doses previously. The distributor is expecting the return of the pump for further evaluation while a replacement pump has been issued to the customer.